Event description:
The lead was implanted on (B)(6) 2006 and explanted on (B)(6) 2012. The lead was removed due to infection .the procedure took place (B)(6) hospital. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).